Event description:
A 34 inch zimmer tourniquet was used on upper thigh for removal of hardware. Tourniquet was inflated for approximately 30 minutes at 350 mm hg pressure. At the end of case nurse removed tourniquet, and it was noted to have "rolled" over on itself sometime during case. Abrasion noted on patient's thigh.